Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: trial lead. (B)(4) pertain to product ID: 3531, product type: external electrical stimulator. (B)(4) pertain to product ID: 3057, product type: trial lead and product ID: 3057, product type: trial lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient had pain on the left side, and only felt better when they turned stimulation off for driving. The patient felt pressure on their tailbone, down their leg, and the pain was constant. The patient took miralax for their digestive system; it was noted it quit working and the patient did not have bowel movements for sometimes 3 to 7 days. The patient was not sure if the tape was what was bothering them as well. Additional information was received three days later. The patient was worried, had pressure on their tailbone, kept increasing stimulation, and got to a comfortable level. The patient hoped they did not mess up the trial by having the stimulation too high. The patient felt stimulation more when they stand; it was noted to be painful or uncomfortable. They were worried they messed up the other lead by having it too high. No further complications were reported/anticipated.

Manufacturer narrative:
The other applicable components are: product ID 3057 lot# unknown product type screening device product ID 3057 lot# unknown product type screening device if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that it was not determined if the leads were affected or messed up by the patient increasing stimulation and having the stimulation too high. The patient was provided education regarding the stimulation and was advised to turn the stimulation down to a comfortable level. The stimulation was at 6.9 and they felt comfortable with it at 2.3. They were meeting the 50% improvement minimum, but wasn't sure if the stimulation was on. They increased it all the way to 8.9 and only felt a sharp pain so they put it back down to 2.6 but still felt pressure in their tailbone, noting that they thought it was from the bandage. The patient had tried both sides and was insistent on feeling the stimulation. Their urinary frequency was at less than eight voids per day, which was considered normal, but they had more voids at night.